Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. A registered dietitian (rd) reported that an unidentified patient experienced an adverse event on or around (B)(6) 2025. At the time of the incident, the patient's blood glucose level was approximately 300 mg/dl. The patient was subsequently transported to the emergency department (ed), where they were diagnosed with diabetic ketoacidosis (dka). At this time, there is no available information regarding the specific treatment or medical interventions administered during the ed visit. Dexcom technical support made multiple attempts to contact the rd to gather additional details and clarify the circumstances surrounding the event. However, all follow-up efforts were unsuccessful, and no further information could be obtained. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.